Event description:
It was reported by the field service engineer (fse) that cs300 intra-aortic balloon pump (iabp) unit was not working on battery. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions, event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found that machine work on mains, but not on battery. So fse checked the battery voltage found ok, checked battery fuse found ok. Then checked mains supply assembly fuse found ok. Power supply assembly suspected, need to check with working one to confirm the same. On 30-5, fse received the call from customer, the machine is working. Fse visited the hospital for checking the machine. Checked the machine properly. No any issue found in machine. It may be cause due to moisture and exact reason unknown. Machine work satisfactory now.

Event description:
N/a.